Event description:
The MFR's rep reported that the pt presented with seizures, fever and increased spasticity. The pt was treated with oral baclofen and valium. Plain x-ray revealed the catheter was fractured in the lumbar area. During catheter revision the catheter was replaced to the mid-thoracic region; "pt still has a piece of catheter floating in the intrathecal space". It was decided not to perform more invasive surgery to retrieve it. The pt has not had any symptoms related to the retained fragment. Following catheter revision, the pt returned to drug controlled baseline, but needed a higher dose of drug to achieve this control.